Event description:
It was reported to philips that the system had startup issues. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of event occurred. The customer reported that the host pc has intermittent start-up issues. The philips field service engineer (fse) inspected the system onsite and was unable to duplicate the problem. A review of the system logfiles found no errors related to the reported issue. Fse rebooted system multiple times to replicate the problem, but no issue was found. Fse confirmed that the system was in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this complaint is not reportable. The codes were updated based on the investigation outcome.